Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their stimulator had stopped working probably for about 5 years now. Patient said the device slowly started to stop holding a charge and then it would not charge at all, so patient was seen by a rep for a reboot of the stimulator. Patient was told that if it happened again they would not have another reboot left. Patient stated the therapy stopped working to treat their pain so they stopped using the stimulator and want the stimulator removed. The patient was redirected to their healthcare provider to further address the issue.